Event description:
It was reported that was no syringe recognition. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review. Visual inspection observed that no external damage was noticed. During set-up for flow testing, the reported problem was verified; the pump would not calibrate for the size. The root cause of the reported issue was found to be the tapered barrel clamp spring slipped over the collar to where the guide is located. Replaced barrel clamp rod and tapered spring, also replaced guide as a preventative measure. A corrective and preventative action has been opened to address the reported issue.